Event description:
Pinnacle litigation record received. Patient alleges elevated metal ion resulting in injury, suffered additional scar tissue formation, pain, tissue destruction, metal wear, metal poisoning, loss of enjoyment of life, limitation of daily activities, emotional trauma and distress, and physical disabilities. MRI(magnetic resonance imaging) findings on (B)(6) 2022 describe left hip arthrosis with marginal ridging chondral thinning and degeneration signal changes in the acetabulum, there is mild left trochanteric bursitis. Lateral images demonstrate diffuse attenuation, abnormal signal and tearing of the left anterior superior to the posterior superior labrum. The following competitor implants were placed at the time. Reference report: mw5145688, mw5145689. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).